Event description:
It was reported that during implant, r-wave measurements were better on the psa than the implantable device. No adverse consequences were reported. Device will be monitored. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.